Event description:
Same as manufacturing number 6000089-2005-00020, 00021, and 6000118-2005-00009. It was reported 7 days following a coronary drug eluting stenting treatment procedure, the pt died. In 2004 the pt presented with a severely calcified, 70% stenosed left anterior descending (lad) artery. The pt had been on a plavix regimen. The target lesion was pre dilated with a 2.5 x 20 mm maverick balloon. The reference diameter of the vessel was 2.5 -3.0 mm. A taxus express2 2.75 x 32 mm drug eluting stent and a taxus express2 3.0 x 28 mm drug eluting stent were placed in the proximal to distal lad post rotational atherectomy (size 1.25 mm and 1.5 mm). The stents were implanted overlapping each other. A plavix regimen was prescribed following the procedure. Angiography was also performed which showed the stent result was o.k. The following day the pt showed signs of a sub acute thrombosis including acute chest pain, diaphoresis, and acute anterior wall myocardial infarction. The physician's opinion is that the thrombosis was related to the stents. The physician then performed a primary percutaneous cardiac intervention. The pt expired. The cause of death was reported as a sub acute stent thrombosis with acute extensive anterior wall myocardial infarction complication with cardiogenic shock.